Event description:
It was reported that the iab was inserted in the or by a cardiac surgeon. Shortly after insertion, an attempt was made to flush the central lumen, but the lumen was blocked. As a result of this, the entire assembly was removed and replaced. There were no associated pt complications.

Event description:
It was reported that the iab was inserted in the or by a cardiac surgeon. After insertion, an attempt was made to flush the central lumen, but the lumen was blocked. As a result of this, the entire assembly was removed and replaced. There were no associated pt complications.